Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that the touchscreen on their vela ventilator is not responding to touch commands and there is a spot in the bottom right of the screen. The customer attempted touch screen calibration but is unable to due to the unresponsive screen. The customer stated that this occurred during testing and there is no patient involvement.

Manufacturer narrative:
Results of investigation: the suspect front panel assembly was returned to the carefusion failure analysis lab for investigation. The component was visually inspected and fluid ingress was found inside the touch screen. The fa lab was able to duplicate the reported failure and no further investigation is required.